Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2015 device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found power on reset events two and five days prior to the complaint date. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. Removal of pump casing did not find evidence of moisture intrusion or loose components inside the pump. Unrelated to the reported power issue, the display was found to be dim and discolored. The battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue since about a month ago. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.